Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: the unit has no openings. Additional observations: deformation observed. Creases were observed. Wear abrasion observed. White particles on the surface of the shell.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional later reported "multiple enlarged reactive axillary lymph nodes with preserved shape and hilum."